Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate ((B)(4)). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received three treatments with poly-l-lactic acid (sculptra) therapy. The first treatment was given on (B)(6) 2008 and the last, sometime in (B)(6) 2008. Poly-l-lactic acid was injected into the upper cheeks, nasolabial fold, jaw line, oral commissure preauricular area, and just above the chin in the mental line. Relevant medical history was not mentioned, and concomitant medications were reported as hrt (hormone replacement therapy) and eye drops (nos). Approximately one month ago, the patient developed rubbery feeling nodules on the gum line. It is unknown if any corrective treatment was given. Event outcome is unknown.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.